Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9780692.

Event description:
According to the available information, hair was found in the packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 9780692. Checking the quality databases did not reveal any anomaly in relation to the described defect. We received one sealed sample and one hair was observed inside the inner packaging. This sample was sent to our subcontractor. On 18th october we received investigation from our subcontractor : "it's an human error. Reinforced control actions have been put in place to properly control the products before and after sheathing and before and after the corking rope to avoid this issue occurred again" in addition, our subcontractor has re-sensitized production operators about "hair presence" following this complaint.

Event description:
According to the available information, hair was found in the packaging.